Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic nissen fundoplication while using the device over thick tissue, the needle bent. This prevented toggling and unloading of the device. To complete the procedure, a new device was opened. No patient injury.